Event description:
It was reported that the patient developed a major bacterial infection on (B)(6) 2022 and was subsequently hospitalized from (B)(6) 2022 to (B)(6) 2022. Antibiotics were administered during that time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information revealed that the source of the patient's infection was bacteremia. The infection was resolved with lactobacillus and an intravenous injection of meropenem and the patient was discharged on (B)(6) 2022. The patient was noted to have been taking oral minocycline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.